Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the monopolar curved scissors (mcs) instrument was noted to have broken cables. No fragment fell into the patient. The procedure was completed with no patient harm, adverse outcome or injury. The issue did not cause any delay.